Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via reply card, that during an intraocular lens (iol) implant procedure, two iols were wasted, damaged. There are two medical device reports associated with the same procedure for the same patient. This report is associated with one of two models reported.